Manufacturer narrative:
This report is been submitted to relay that this event was already reported previously MDR # 0001822565-2017-05864.

Manufacturer narrative:
(B)(4). Concomitant medical products: humeral stem 10 mm stem diameter 170 mm stem length catalog # 00434901017, lot # 62860179 glenosphere 36 mm diameter catalog # 00434903611, lot # 62967259. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001822565 - 2017 - 05941, 0001822565 - 2017 - 05940.

Event description:
It was reported that patient had several recurrent instability events (anterior dislocations) after the reverse arthroplasty.